Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed; however, while the leaflets were loaded on the clip arms and the gripper lever was pushed down, the grippers did not come down. After troubleshooting, the grippers came down and the clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper actuation issue was not tested during returned device analysis as the clip was deployed and the gripper line was not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported gripper actuation issue cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.